Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2018 with the following findings: a review of the pump¿s black box and alarm history showed frequent low battery warnings. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. A fully charged battery was used for testing. However, multiple low battery (eaw 177) and replace battery (eaw 128) alarms were emitted from the pump during testing. The pump¿s electrical draws were tested and found not to be within required specifications. The pump cover was removed and there was no evidence of moisture to the internal components. Further investigation showed that the display was causing high current draw values. A test display screen was installed and the pump's electrical draw values subsequently returned within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.